Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer blood glucose level was unknown. Customer also stated that the insulin pump shut down without a low battery warning. Customer states the insulin squirt out during manual prime. Customer says patient experienced no delivery alarm resulting in high blood glucose. Customer also states that the key pad buttons are sticky. The device will not be returned for analysis.